Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a same model lead. No additional adverse patient effects were reported. Additional information indicated that the patient experienced a rv lead perforation. The lead would not return. No additional adverse patient effects were reported

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a same model lead. No additional adverse patient effects were reported.